Event description:
Rn set pump to infuse pre-medication over 20 minutes per label. Pre-medication infused over 20 minutes but rn noted air in line in the cassette chamber at end of infusion. Rn then set pump to infuse avastin over 30 minutes per label. Pump alarmed "air in line" after 22 minutes and all avastin had already infused. Rn & pharmacist reviewed pump programming and verified it had been set correctly. Pump take out of service.